Event description:
Approx 15 min into the pt's treatment the pt began to c/o back and midsternal pain. The pt was taken off the machine for 15 min and the blood was recirculated. Treatment was resumed using the same dialyzer without further incident. The nurse stated that the pt had a dialyzer hypersensitivity reaction.